Event description:
In the medical literature a study was performed using the gore viabahn endoprosthesis in popliteal artery aneurysm (paas). It was stated that there were thirteen pts that presented with thrombosis in the less than 30 day perioperative period. Reinterventions were performed in all the cases. One of the thirteen pts underwent concomitant endovascular aneurysm repair (evar) and paa endo grafting. It was stated that in the first postoperative day the pt developed an acute thrombosis of the popliteal endografting, which required conversion to a below-knee femoro-popliteal bypass. The conversion was followed by a major amputation due to graft occlusion. The pt later expired from an acute myocardial infarction.

Manufacturer narrative:
This event was from the following literature article pulli r, et al., a multicentric experience with open surgical repair and endovascular exclusion of popliteal artery aneurysms. European journal of vascular and endovascular surgery (2013), http://dx.doi.org/10.1016/j.ejvs.2013.01.012. No lot number info was supplied; therefore, no review of the mfg paperwork could be performed. The devices were not returned; consequently, a direct product analysis was not possible. Without add'l info, it is impossible to further investigate this events.